Event description:
The hcp reported the pt had inconsistent response to the baclofen pump therapy, though no true withdrawal was noted. The pump was explanted after an implant duration of 41 months. It was returned to the manufacturer for analysis. The catheter was explanted due to a questionable occlusion.

Event description:
Additional information from the hcp reported the pt had a longstanding history of intermittent variability in response to continuous dosing- excessive sedation at times and inadequate spasticity reduction at others. Xrays of the catheter showed a possible extrathecal (lumbar) catheter kink. A catheter dye study showed normal flow with appropriate delivery to the cerebrospinal fluid. At replacement surgery, the catheter was placed more caudally. The pt outcome was not reported.